Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4): fluid in pump (pump exposed to fluid) is customer calling back after receiving new battery cap?: no. Document the type of fluid/moisture exposure to the pump: fluid in reservoir compartment advise customer to disconnect from the pump. Advise customer to remove reservoir. Advise customer to dry reservoir compartment with a lint free cloth, cotton swab, or sterile gauze: yes. Inquire if leak is occurring from reservoir barrel or o-rings?: both is the o-ring inside the lip of the reservoir compartment missing and/or are there cracks in the pump?: yes. Does customer use non-medtronic reservoirs and/or infusion sets?: no document any cracks or other issue with pump: clear retainer ring advise customer the serialized device will need to be replaced: yes. Instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes. Inform customer about product replacement policy (B)(4): reservoir leak when did the leak occur?: during normal use was the reservoir used or discarded (not used)?: was used advise customer to check if insulin/fluid is visible in the battery/reservoir compartment or under lcd display?: yes. Where did the leak occur?: o-rings is leak at reservoir barrel, snap cap, septum, o-rings, or the transfer guard?: snap cap, septum, or o-rings are there any cracks/splits in the barrel?: no. Are all components present?: yes. Is the leak past the 1st or 2nd o ring(use the snap cap as the point of reference)?: yes, past 2nd o ring does customer report tilting the plunger during the filling process?: no does customer report pulling plunger too far down the barrel?: no. Explain the "leak" could be an air bubble in the reservoir that is expanding during filling. Is there an air bubble present in the reservoir?: no. Explain air expands during the filling process as a result of a vacuum being generated in the reservoir to pull insulin into the barrel. Advise customer we would like to return the reservoir and transfer guard: customer unable to complete is fluid/insulin is visible in the pump?: yes. Is non-serialized product being replaced?: no. Is non-serialized product being returned?: no.